Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks. Upon interrogation, the implantable cardioverter-defibrillator delivered shocks for supraventricular tachycardia. The atrioventricular (av) interval discriminator mis-diagnosed the rhythm. A flutter ablation was performed. The patient was stable before, during, and after the procedure.